Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, it was not possible to fixate a competitor right ventricular (rv) lead into the cardiac resynchronization therapy defibrillator (crt-d). It was noted that measurements of the lead with an analyzer showed normal values. The device was not used and replaced. No patient complications have been reported as a result of this event.